Event description:
It was reported that the bd intima ii had leakage. The following information was provided by the initial reporter translated from chinese to english: on (B)(6) 2025, the patient was hospitalized in ward 10 for ¿acute pneumonia,¿ and the nurse placed an intravenous (IV) indwelling needle in order to administer IV fluids. When the nurse pulled out the needle after placing lot number 20010201, blood oozed out of the end of the needle and could not be stopped. Considering that the end of the needle had a poor seal and would pose a risk of infection if left in place for a long period of time, the nurse immediately pulled out the needle and replaced it with one of the same lot number and re-tubed the needle. This incident caused two needle stick injuries to the patient as a result of the poor sealing of the indwelling needle, which led to the reintubation of the indwelling needle. The procurement and supply center has fed back the situation to the distributor, ningbo kaikang medical devices co. There are no photos of the scene because of the suddenness of the incident. Additional information provided: 1. Was there any damage sustained to the device during use? If so, approximately where? 2. Was the device used for multiple punctures? 3. Was syringe used to inject fluid through the device? 4. Where does the leakage occurred particularly? 5. Kindly provide physical/picture/video sample if available. 6. Kindly provide the valid batch and material number 7. Was there any involvement of secondary devices with defects? 8. Does the needle stick injuries occurred with the 1st primary device or secondary device.? 1. No human damage. 2. No multiple punctures. 3. Yes. 4. Bleeding from the heparin cap. 5. No. 6. Batch number: 20010201. 7. None. 8. No needle stick injury occurred. The customer meant that the original indwelling needle was bleeding and required repeated punctures, which increased the number of punctures for the patient. 9. Material number: 383028.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: the lot# 20010201 reported in section d of the initial MDR is not a valid lot number. A complaint history review could not be performed as no valid batch/lot number was provided. A device history record (DHR) review could not be performed as no valid batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no valid batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and valid batch/lot number information.

Event description:
No additional information is available.